Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It is presumed that a pinhole was generated in the rubber of bending section due to the bending section damage. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during receipt inspection of the subject device, the bending section was broken. The subject devices have not been returned to omsc but were returned to olympus (B)(4) for evaluation. In the evaluation of (B)(4) the following was confirmed; the bending section of the subject device was broken and the internal metal part was exposed from the bending section of subject device. There was no report of patient injury associated with the event.